Manufacturer narrative:
Investigation summary: customer reported the tubing leaked from pinholes, and returned three samples. The first sample was received unopened and after priming did not have any observed failures. Samples 2 and 3 were opened and used, and both of these samples had pin hole cuts in the tubing causing leaks. Sample 2 had one cut below the roller clamp that observed under the microscope appeared to be caused by a sharp object on a downward trajectory towards the luer. This was not a clean circular pin hole as is sometimes seen, it was a nasty uneven cut. Sample 3 had a very similar cut below the roller clamp as sample 2, as well as another cut above the roller clamp. All three of the cuts came at a downward trajectory toward the luer and were jagged and ripped. A device history record review for model (B)(4) lot number 20063453 was performed. The search showed that a total of 25,203 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the cuts is attributed to misalignment of grippers, and actions have been taken (post production of the lot) to fix the issue. (B)(4).

Event description:
It was reported that a 36 in 15 drop secondary set w/hgr leaked during use. The following was reported by the initial reporter: "it was reported that the tubing leaked due to a possible pinhole in the set. Verbatim: tubing leaked, customer believes there is a pinhole in the set."